Event description:
The customer contacted baxter's technical service center to report shock from the home choice (hc) machine after use. The hc shocks the home patient every time she turns the device off. The technical service representative (tsr) discussed the use of continuous ambulatory peritoneal dialysis until the new machine arrived. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. The reported issue was not confirmed. The device was no longer in its original manufacture condition and additional manufacture record review was not required. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of electric shock. The assignable cause for the customer reported issue symptom of electrical shock was undetermined.